Manufacturer narrative:
Depuy still considers the investigation closed at this time.

Event description:
Litigation alleges that the patient experienced the following on account of his asr left hip implant: synovitis; mechanical complications caused by left total hip replacement; tissue necrosis and inflammation; pain; disfigurement; and loosening of the prosthesis. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update ¿ 08/09/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes synovitis. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Depuy still considers the investigation closed

Event description:
Update - added sleeve, and stem, surgeon, revision date, patient height and weight, sales rep details, activity level. Taken from der dated 17th april 2015. Surgeon - (B)(6). Revision date - (B)(6) 2015. (B)(6). Activity level - active.